Event description:
A patient reported they were unable to test on their meter. Their one touch basic meter allegedly would only prompt "cta" message. There was no result on their meter. There were no other tests or comparisons. Not treated. No further info has been reported.